Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the ilet repeatedly presented alert 39 for an insulin shaft encoder failure, prevented the rewind process, and produced piston noises despite multiple restarts; the pump was charged above 50 percent and the user transitioned to multiple daily injections while continuing cgm use. No reported adverse clinical effects and no impact to blood glucose. Outcomes included temporary interruption of insulin delivery and use of alternative therapy without medical intervention or hospitalization. Investigation included customer service troubleshooting and user education on shutdown, data sync, and replacement procedures as well as device replacement logistics and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction consistent with an insulin delivery subsystem encoder failure affecting the pump mechanism. It was concluded that the cause was a device component failure of the insulin shaft encoder and associated pump mechanics.